Event description:
On (B)(6) 2013, a reporter contacted animas alleging that there was a crack in the battery compartment. The reporter noted that there had not been any instances of power loss. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the battery compartment was cracked at the opening of the battery chamber. The returned battery cap was able to fully tighten until the o-ring was seated and the cap was flush with the pump case. There was no observed issue with a loss of power. No evidence of moisture damage was found in the battery compartment. Unrelated to the initial complaint, the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.